Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually, there was contamination on the cuff balloon at the distal end of the device and with the inside diameter of the tube adapter on the proximal end of the device when returned. Under magnification, there were small voids/holes in the red with white trace pad and gray marks/scratches in the blue with white stripe trace pad. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 25 ohms (blue), 54 ohms (blue with white stripe), 32 ohms (red), and 55 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylette was used to manipulate the shape of the device, especially near the clamp shell on the proximal end of the device, and all electrodes remained in specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline and the device passed the electrode check and had no excessive feedback during the noise test, pre-bend/-manipulation. For further analysis, stylette manipulation was performed by bend each of the four traces near the clamp shell (at separate time) and both channels (vocalis 1 and 2) remained in specification during the electrode check and had no excessive feedback during the noise test, post-bend. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure in nim emg tube there was lot of noise, even when not using a bovie, there were events and beeps showing on the screen. Trouble shooting was done by electrode check. The blue channel was intermittently showing off searching/spinning) to get a pass/green. Normal monitoring was able to be continued even if there was noise, was able to get a nerve response but the noise was distracting. There was no patient impact.